Event description:
Central alarm failure. Pt on monitor, and the monitor alarmed in the room for respirations. The cna was in the room and responded. Cna able to arouse pt and gave oxygen with bvm. Alarm at central location did not function. On examination, the wire in the speaker disconnected and needed to be re-soldered.